Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the charger/modem was intermittently powering up. The cause for the intermittent power-ups was a damaged power supply connector. The root cause for the damaged power supply connector could not be positively identified, but the damage likely resulted from the excessive force while unplugging the battery charger/modem. No adverse event resulted from the damaged power supply connector. The pt received a replacement battery charger/modem.